Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, h3: device has not been returned to manufacturer.

Event description:
It was reported that the pump exhibited an unlocked cassette message and that the cassette mechanism was not working. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
D9: date returned to mfg.: 3/6/2024. H3 and h6. Evaluation codes: updated. One device was received for evaluation. Visual inspection found the device to be in used condition. There was no evidence in the event history log. Functional testing was able to verify and duplicate the issue. It was determined that the inoperable dso sensor was the root cause. The dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.